Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one ta 45-3.5mm single use loading unit. The sulu was received fully fired. It was reset and loaded into a pmv test unit with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as tested satisfactory. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during an open ar, during the resection of the colon, the device did not fire. There was no injury as a result of the event. To resolve the issue in order to complete the case another sterile piece was used.